Event description:
It was reported by a neurologist that during setting adjustment of a vns patient, she received a low output error message stating device is not delivering current at the current settings. The error message was received when the physician increased the output current from 3 ma to 3.25 ma. Patient's settings prior to error message were ((B)(6) 2011) normal mode: 3/30/500/30/3 and magnet mode: 3.25/1000/60. Normal diagnostics indicated that results for this patient were as follows: output current=3 ma, lead impedance=ok, output current=ok, impedance value=2571 ohms, ifi=no. However, after the settings were changed to the below settings the error message was received. ((B)(6) 2011) normal mode: 3.25/30/750/30/3 and magnet mode: 3.5/500/60. Manufacturer's representative successfully reproduced the problem later and the normal mode diagnostics were ((B)(6) 2011) normal mode diagnostics: output status=low, lead impedance=ok, impedance value=2530 ohms and ifi=no. The treating neurologist reduced the pulse width to 250useconds and the error message did not appear. ((B)(6) 2011) normal model diagnostics: output status=ok, lead impedance=ok, impedance value=2489 ohms and ifi=no.

Manufacturer narrative:
User reported the error.